Manufacturer narrative:
Dislodgement without surgical intervention. The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited inconsistent p-wave measurements with pacing system analyzer (psa) and normal pacing impedance values. With the device, pacing impedances are less than 100 ohms and p-wave measurements are 0.7 millivolts. It was noted they were unable to test threshold. The field representative indicated they watched the physician connect the lead to the device and noted no issues and they do not suspect any insulation damage. Ts recommended performing an x-ray. No adverse patient effects were reported. Additional information indicated that an x-ray was performed and the lead had dislodged. The physician plans to control the issue with medication and cardioversion. A lead revision may be considered if necessary. If additional information is received, this report will be updated. The date of implant was not provided.